Manufacturer narrative:
(B)(4).

Event description:
The patient reported he was unable to establish communication between his ipg and charger. The patient stated he last successfully recharged the ipg approximately 1 month ago and last felt stimulation about that time. In addition, the patient's programmer also did not communicate with the ipg. The patient's ipg is inoperable. Follow-up information revealed the sjm representative met with patient and confirmed the issues. The patient may undergo surgical intervention at a later date to address the reported issues.